Event description:
Patient called stating she had a right hip replacement done on (B)(6) 2015. A few months after, she started experiencing constant pain, swelling, difficulty going up the stairs and difficulty standing up or sitting down for long.

Manufacturer narrative:
An event regarding pain involving a trident liner was reported. The event was confirmed through review of the provided medical records by a clinical consultant. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted. Medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated: surgical damage to the lateral femoral cutaneous nerve during a direct anterior approach to the hip has caused pain and sensory disturbance across the groin and lateral anterior thigh area with the complaints magnified by increase in lateral hip offset through the use of a large offset 127° accolade version in stead of a more appropriate 132° version for a dysplastic hip with native steep neck angle. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there has been 1 other similar complaint for the lot referenced and the same patient/event. The pi was closed as duplicate. This device is confirmed not subject to a recall. Conclusions: the investigation concluded that pain was caused by surgical damage to the lateral femoral cutaneous nerve during a direct anterior approach to the hip and sensory disturbance across the groin and lateral anterior thigh area with the complaints magnified by increase in lateral hip offset through the use of a large offset 127° accolade version in stead of a more appropriate 132° version for a dysplastic hip with native steep neck angle. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: primary tritanium hemi solidback cup 50mm; cat# 500-03-50d ; lot# mlnk90; v40 cocr lfit head 36mm/0; cat# 6260-9-136 ; lot# mk50x3; size 4 accolade ii 127 deg; cat# 6721-0435; lot# 50868207. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient called stating she had a right hip replacement done on (B)(6) 2015. A few months after, she started experiencing constant pain, swelling, difficulty going up the stairs and difficulty standing up or sitting down for long.